Manufacturer narrative:
(B)(4). Eval: results: (severely calcified and tortuous lesion), (failure to deliver the stent & stent damage); (the physician used force during the attempted delivery). Conclusion: (severely calcified and tortuous lesion), (the physician used force during the attempted delivery). Eval summary: the stent was positioned on the returned device as per specification. The 10th distal stent was raised and deformed.

Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) coronary stent into a pt. However, it was reported that the relevant device did not cross the severely calcified and tortuous lesion in lad # 7 though the physician had pulled and pushed the device during the attempted placement. The physician pre-dilated the lesion post removal of the endeavor sprint stent prior to the implantation of another stent. No other clinical sequelae were reported.